Manufacturer narrative:
One decapolar, inquiry steerable diagnostic catheter was received for evaluation. Electrode 10 was displaced distally from its intended position on the shaft. Conductor wire 10 was fractured at the ring-shaft transition. No damage to the ring was noted. No other visual anomalies were noted. He device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the displaced electrode remains unknown.

Event description:
This report is to advise of an event observed during analysis confirming a displaced electrode.